Event description:
It was reported to vyaire medical that the oxygen masks with reservoir bag has problem with filling the bag. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification:com-(B)(4). H3: 81 other ¿customer did not send a physical sample of the fg part number 001205, however a picture was received for the investigation. However, the picture received as evidence does not matches the fg reported since corrugated tubing shown on picture received is not assembled on fg 001205. We require physical sample and/or pictures to perform a better investigation. In addition, the device history record with lot number 0004174461 and 0004173728 were reviewed as part of the investigation and no issues related with the reported defect was found.therefore, the reported defect was not confirmed. This report is for lot number 0004174461. Please see (B)(4) for lot 0004173728 . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.